Event description:
Literature was reviewed regarding ¿a single-institution case series of total endovascular relining for type 3 endoleaks in traditional endovascular aneurysm repair (evar) grafts with raised bifurcations¿. Four patients were implanted with either an aneurx stent graft (3) or non-medtronic (1) stent graft in the endovascular treatment of abdominals aortic aneurysms over a twelve year period. The average age of the evar at time of repair was 13.25 years. Three of 4 patients had aneurysm sac expansion, 3 of 4 had previous reinterventions and all 4 patients had a type iii endoleak with a raised aortic bifurcation at time of reline surgery. Among the patient population the following malfunctions occurred: type iii endoleak, type I endoleak. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿a single-institution case series of total endovascular relining for type 3 endoleaks in traditional endovascular aneurysm repair (evar) grafts with raised bifurcations¿ patel rj, sibona a, malas mb, al-nouri o, lane js, barleben ar. Annals of vascular surgery. 2024 feb;99:332-340. Doi: 10.1016/j.avsg.2023.08.038. A2: average age. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.